Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed severe pain in the right leg shortly after the trial procedure. The physician removed the leads and the patient is recovering. There have been no reports of further complications regarding this event.